Event description:
In this case, it was reported that the annuloplasty ring was explanted after an implant duration of approximately 4 years and 7 months due to severe mitral regurgitation. The healthcare provider also noted that there was possbile endocarditis with tricuspid regurgitation. The explanted mitral ring was replaced with an edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
Device not returned. It was reported that the annuloplasty ring was explanted due to regurgitation. The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed.